Event description:
It was reported, "on 01/25/2024, during the process of filling the huber needle (miniloc) with 0.9% saline, a slight resistance was identified, the protective cover was removed for evaluation of the product by the health professional and no change was noticed. After analyzing the product, the catheter puncture procedure was carried out again according to institutional protocol, but there was inadequate dripping. Although the procedure involved the patient, there was no damage. The needle was removed and inspected again to confirm the occurrence, but was discarded by the healthcare professional." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a low flow rate is inconclusive due to the state of the returned sample. One photograph of a 20 g miniloc infusion set was returned for evaluation. An initial visual observation of the photograph showed an infusion set attached to an empty slip-fit style syringe on a metal tray. The needle guard was missing from the needle shaft and the safety mechanism of the infusion set was observed to be slightly advanced but not activated. No damage or defect could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or determine a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "on (B)(6) 2024, during the process of filling the huber needle (miniloc) with 0.9% saline, a slight resistance was identified, the protective cover was removed for evaluation of the product by the health professional and no change was noticed. After analyzing the product, the catheter puncture procedure was carried out again according to institutional protocol, but there was inadequate dripping. Although the procedure involved the patient, there was no damage. The needle was removed and inspected again to confirm the occurrence, but was discarded by the healthcare professional." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.